Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding an unnamed patient receiving an unknown medication via an implanted pump. It was reported by the physician that they were off 3 different times on the expected versus the actual volume at refills and the patient was coming in tomorrow ((B)(6) 2020) for their regular refill. Additional information was received on 08-oct-2020 from the physician via the company representative who reported that the physician wanted to wait to report until she saw the patient one more time and had another unexpected volume at the refill. The patient had not been seen again as of (B)(6) 2020.